Event description:
It was reported that the patient presented for a follow-up in the clinic due to pocket erosion. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.